Event description:
Customer reports low suction and that she has had mastitis.

Manufacturer narrative:
Customer service sent a replacement spare parts kit and tubing to the customer. Customer follow up was not successful and product not received/evaluated. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. A medela clinician spoke to the customer on (B)(6) 2013, at which time the customer reports receiving the spare parts kit and new tubing for her freestyle pump and finds that they have resolved her issues. Her pump is now working well and she is pumping with comfort and efficiency. Currently, she did not develop any infection, but did have problems with clogged ducts which are not resolved. We are unsure if the customer had been diagnosed with mastitis in the past and if so, was she using our breast pump when she developed the mastitis. Also, she was cautioned by csr to handwash valves and membranes which she is following through with to keep them in good working order .there is no indication of adverse effect or need for further clinical follow-up. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ]"breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).